Manufacturer narrative:
The device was returned to the (B)(4) distributor, who performed an evaluation of the thopaz device. During their evaluation of the exterior of the device, they did not find any damage or deformation. Additionally, they turned on the device and implemented a running test for 44 hours, during which the device ran normally without any failures. They were unable to confirm any error or alarm history related to the event and there is no history of device malfunction. No further information was able to be obtained regarding the patient background or the usage/management method in use, therefore the cause of the injury was unable to be identified. There is a possibility that the device could have been temporarily turned off or stopped operating due to operation of the device during suction, or that the leakage could have occurred depending on indwelling condition of the tube. Additionally, the subcutaneous emphysema could have been caused by gas in the body that could not be aspirated and flowed subcutaneously due to the aspiration trouble, or there is a possibility it occurred depending on the symptoms and conditions of the patient. Although it cannot be confirmed that the thopaz device caused or contributed to the patient's development of subcutaneous emphysema, medela is filing this report, which is considered a serious injury.

Event description:
On (B)(6) 2019, a distributor in (B)(6) reported to medela (B)(4) that a hospital had alleged that a patient, who had been placed on the thopaz device to improve air leakage in their chest cavity, had developed subcutaneous emphysema on (B)(6) 2019 after aspiration with the device became difficult. The hospital further alleged that there was a large amount of air leakage from the device and that the suction was inconsistent, but the patient recovered after discontinuing use of the thopaz device and switching to a different type of device.